Event description:
Extra piece of material noted on the tip of the piv [peripheral IV] catheter the material was noted prior to IV placement in a patient and removed from stock equipment was not used on a patient, it was caught prior to IV insertion.